Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
After the procedure, the hub became detached from the rest of the catheter. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any additional adverse effects due to this occurrence. The patient had to undergo a repeat procedure to replace the defective drain.